Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with a cracked tank cover, outdated printed circuit board and power switch, wear and tear damaged enclosure, front cover and line cord. During analysis, the reported problem was able to be duplicated. It was noted that something caused liquid crystal leakage in the lcd. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be faulty printed circuit board / lcd.

Event description:
Information was received indicating that during testing, a smiths medical level 1 hotline low flow system had a bad lcd segment. No patient was involved in this event. No adverse effects were reported.